Event description:
It was reported on (B)(4) 2015 that the patient¿s mother does not think the vns is working properly. The patient is currently inpatient due to seizures. It is unknown if this is an increase in seizure frequency. The patient's device was checked by the sales representative and it was stated that diagnostics were within normal limits as all is good with the generator. Attempts for additional information from the physician were made but have been unsuccessful to date. No new relevant information has been received to date.